Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The stryker field representative was unable to resolve the issue. The device will be sent to the depot for repair. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on and is stuck in boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was evaluated by a technician in the stryker depot and the issue could not be duplicated nor verified. The technician replaced the system printed circuit board assembly (pcba) and power pcba as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer. The replaced parts were sent to the stryker product assessment center (pac) for further evaluation. The pac technician found the single board computer (sbc) on the system pcba to be faulty. The root cause was determined to be the sbc attached to the system pcba

Event description:
The customer contacted stryker to report that their device will not power on and is stuck in boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.